Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records for the femoral component did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
The device history records of the related devices were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. These devices are used for treatment. A complaint history search was completed for the related products and no similar complaints were found. A review of the primary operative notes found that it was reported that the patient was found to have full extension of the knee and good stability throughout range of motion with varus and valgus stressing. It was also reported that the surgeon was able to flex the knee without difficulty and the patella was found to be tracking well. A definitive root cause cannot be determined with the information provided.